Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched display window, and missing end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an unresponsive keypad. The blood glucose reading was 444 mg/dl. The customer stated that she felt okay and would drink plenty of water to lower the blood glucose levels down. She stated that she tried to give herself a bolus when she found that the act button did not work. She reported that she was unable to advance from the rewind complete screen. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.